Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens and the lens was damaged during insertion. Lens was removed with no larger incision or suture required. No patient injury. Facility uses competitor's injection system which has not been approved with this lens. Off-label.

Manufacturer narrative:
Results - visual inspection of the returned product found one haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.